Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient presented to the hospital due to feeling unwell. She was unaware of any issues with the device until hospital staff identified discrepancies between her cgm readings and bg test results. Upon arrival, the patient noticed her cgm ("meter") was displaying unusually high glucose readings, which prompted her to administer novolog via injection. She reported that neither of her devices were providing accurate readings. The patient was using the dexcom g7, which consistently showed elevated glucose levels, while hospital bg tests indicated normal values. Hospital nurses confirmed that the dexcom g7 readings were not aligning with bg values obtained through standard testing. During the call, the patient stated that her cgm continued to show high readings even when her bg was low. When asked about symptoms, she mentioned only experiencing symptoms when her bg was low but did not specify what those symptoms were. There was no documentation of hypoglycemic shock treatment, and only routine management of her basal-bolus regimen was described. The patient remained hospitalized for four days, during which she continued to experience cgm inaccuracies. No additional clinical details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.